Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the screen is all scratched up and the numbers are hard to read. The customer stated that when he tried to bolus, the bolus wizard disappeared when he tried to press the bolus button and he had to enter manually. Customer was advised to discontinue use of the device and to revert to a backup plan.